Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported in a journal article from the journal of vascular surgery that a stent dislodged. The patient presented to an outside hosp approximately 3 years earlier with iliac artery occlusive disease. He at that time underwent a right external iliac artery angioplasty and placement of a 6x24mm wallstent. Two years later, he underwent angioplasty of his left external iliac artery and placement of a 10x40mm other MFR's stent. The pt was subsequently diagnosed with a rapidly enlarging abdominal aortic aneurysm, which was treated a few months later with another MFR's bifurcated endograft. By report, the pt intraoperatively was found to have severe in-stent restenosis of his right external iliac artery. Balloon angioplasty was performed using an 8mm balloon. The main body of the endograft was advanced through the right external and common iliac arteries. No complications were identified at the time of surgery. However, a follow-up computed tomography (CT) scan performed a month later revealed the presence of a dislodged wallstent situated at the juncture of the endograft and pararenal aorta. The pt was then transferred to another facility. Although the pt was asymptomatic, removal of the stent was advised. An initial angiogram showed the endograft well positioned below both renal vessels, widely patent mesenteric and renal arteries, and no evidence of endoleak. The wallstent was visualized at the superior portion of the endograft. The right femoral artery was dissected circumferentially. Retrieval of the stent was performed using another MFR's snare through an 18f introducer sheath via a right femoral arteriotomy. The wallstent was snared, but resistance was encountered. The stent was found to be intercalated with the proximal wire forms of the endograft, making retrieval difficult. To avoid pulling the endograft down, the sheath was advanced to the level of the stent. The stent was successfully dissociated from the endograft by pushing upward with the snare and sheath. The stent was then removed through the sheath. Completion angiography revealed absence of the wallstent; however, a small wire fragment remained attached to the endograft and thrombus associated with the stent was visualized in the pararenal aorta. Another MFR's 10x40mm stent mounted over another MFR's 25x80mm balloon was deployed to cage the stent fragment and the thrombus against the aortic wall. Post-deployment angiography showed that a small fragment of the stent had escaped and embolized to the proximal left renal artery. The left renal artery was accessed, and another MFR's 6x18mm stent was deployed which successfully caged the stent fragment in the main body of the renal artery. Completion angiography revealed a widely patent suprarenal aorta and left renal artery. No endoleak or damage to the endograft was visualized on angiography, and there was brisk flow seen through both limbs of the endograft. Pathologic examination of the retrieved stent revealed gross and histological evidence of in-stent restenosis with non-compressionible neointimal hyperplasia. Postoperative renal function was unchanged. The pt did well and was discharged home on postoperative day one without any further complications. Follow-up CT scan at 1 year revealed a patent abdominal aorta and left renal artery without evidence of enlargement or stenosis.